Manufacturer narrative:
Corrected data h6: device code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-22310. It was reported that during an unrelated elective explant surgery on (B)(6) 2020, the physician had difficulties explanting the leads. The physician opted to cut the proximal half of the leads but left the distal half of the leads implanted.